Event description:
It was reported that during the use of the product (an endotracheal tube), the customer noticed air was unable to be put in the cuff. So he removed it from the patient and submerged it in water. As a result, air bubbles came out of the tube tip. Also, water went into the pilot balloon. Additionally it was reported that a new tube was chosen and placed. No patient injury.

Manufacturer narrative:
H10: device evaluation: the sample was returned for investigation. The sample was received in used condition without its original packaging open and inside in a plastic bag. The samples were visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. A rip was found on tube tip; the complaint was confirmed. A syringe was connected to pilot balloon to allow air through the tube to confirm the place of the leak. The failure mode was traced to manufacturing (damaged) and inspection procedures not followed properly. For corrective action, a customer complaint notification was made to production personnel to explain the importance of adherence and following the procedure. A DHR review could not be performed in that no specific product was identified. No serial number was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).